Event description:
IV kept reading occluding. Looked at new tubing which was placed in evening. It was found to be leaking at the filter connection. Upon further, assessment tubing was found to be completely detached from filter at distal.